Event description:
The complaint reported an under-delivery. The feeding rate was 85 ml/hour and the expected run time was four hours; however, after four hours, only 100 ml was delivered.

Manufacturer narrative:
(B)(4): device evaluation begun, but not yet complete.